Event description:
It was reported that during a pulse generator upgrade the patient was asystolic and CPR was performed. The physician noted that the lead exhibited an insulation break and impedance below 100 ohms. The physician repaired the lead but loss of capture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.